Manufacturer narrative:
Patient information: customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: he customer confirmed to the field applications specialist (fas) that the erroneous crpl patient results were generated due to an incorrect calibration. The customer had pipetted calibrator 3 instead of calibrator 4 while performing calibration. The instrument did not fail the calibration as there was still a slight increase in optical density (od) from calibrator 3 to calibrator 4. Qc was run but did not capture the bad calibration as the qc concentrations were below the concentration of calibrator 3. The incorrect calibration occurred on (B)(6) 2019. On (B)(6) 2019, the customer noticed incorrect crpl results and discovered the incorrect calibration. Recalibration was performed with the correct calibrators and crpl results had no additional issues. The customer stated over 600 patient samples were run for crpl between (B)(6) and (B)(6). No patient samples were repeated. The number of incorrect results is unknown. Per crpl information for use (IFU): ¿c-reactive protein (crp) is one of the most sensitive acute-phase reactants. With the beckman coulter system crp latex reagent, crp can be measured down to very low concentrations, however due to the non specificity of crp and the wide inter-individual variation, interpretation of crp levels must be undertaken with care, usually in comparison with previous crp values or other markers.¿ ¿following calibration, the resulting curve should be visually reviewed, on the beckman coulter analyser, for acceptability using the software options - routine, calibration monitor, calibration curve. Quality control procedures should be undertaken immediately following calibration in accordance with good laboratory practice.¿ ¿for diagnostic purposes, results should always be assessed in conjunction with the patient's medical history, clinical examinations and other findings.¿ the failure mode of this event is use error as the customer should visually review the calibration curve before proceeding with testing. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the generation of erroneous c-reactive protein latex (crpl) patient results on their dxc 700 au clinical chemistry analyzer. There was a report of change to patient treatment in association with this event. The customer stated that some patients were provided unnecessary infusions and antibiotics. The number of patients incorrectly treated is unknown and there is no report of any adverse effects due to the mistreatment.